Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. It is unknown how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that there is a hole in the hose. This was noticed during testing in the biomed department. There was no patient involvement and no adverse consequences.